Event description:
Per oos, this system was removed due to pocket erosion and was replaced with another setrox s 53. System removed: cylos dr-t, MDR 1028232-2008-01108. Setrox s 45, MDR 1028232-2008-01109. Setrox s 53, MDR 1028232-2008-01110.